Event description:
Complainant alleged that while treating a female pt, the device was charged up to an energy selection of 200 joules; however it was discharged once at 137 joules, and a second time at 132 joules. The clinician obtained another defibrillator, however the defib output on the second defibrillator was also out of spec. Complainant indicated that the pt subsequently expired. Please reference medwatch 1220908-2008-03020 for the second defibrillator related to this incident.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.